Event description:
Customer's husband reports lancet device is not retracting while using the softclix lancet device. Unable to confirm if lancet was protruding before or after firing. No accidental stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.